Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The user reported that this issue has occured over the past 6 months with several infusion sets from different boxes/lots, however the customer could not provide any lot numbers.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.